Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d9: received percutaneous lead only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files, driveline photos and x-ray photos were submitted since it was noted pump stop and driveline disconnected for 45 sec on (B)(6) 2026 at 19:54:13. No discomfort was reported. The log captured a series of driveline disconnect alarms and odd low power alarms at 19:54 pm on (B)(6) 2026. Per technical service, this combination of events could be linked to a potential phase to phase short within the percutaneous lead that can cause speed drops and pump stops on both power sources. There were no other unusual events recorded in the log file event history. A driveline repair was performed with a splice approximately 4 inches from the exit site.